Manufacturer narrative:
Technical services advised the user to seek medical treatment if irritation occured. Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported squirting some of the binaxnow covid-19 reagent solution as drops in her eye, she just washed it with water and was alright. The user also, questioned if whether or not she should insert the swab with mucus on it for testing. The user did not seek medical attention and no serious injury occured.

Event description:
The user reported squirting some of the binaxnow covid-19 reagent solution as drops in her eye, she just washed it with water and was alright. The user also, questioned if whether or not she should insert the swab with mucus on it for testing. The user did not seek medical attention and no serious injury occured.

Manufacturer narrative:
Technical services advised the user to seek medical treatment if irritation occured. Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service provided the safety data sheet to the customer and no further action is required. According to the package insert in195150 v. 3.0: precautions: the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.